Event description:
It was reported that a patient presented with insulation damage noted on the right ventricular and right atrial lead. This resulted in over-sensing of noise on both leads and additional inappropriate mode switch noted on the atrial lead. Inhibition of pacing was noted in both chambers. The atrial lead was repaired and ventricular lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.